Manufacturer narrative:
The remainder of the investigation remains in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported her daughter experienced nose bleed following the administration of testing with the idnow covid assay.